Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter ((B)(6)) is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/28/2017 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). (B)(6) (daughter) states that she has used the meter on herself and her husband and it still gives lo. Customer just received the meter two days ago. This is a replacement meter from arriva because and the previous meter was giving lo results. (B)(6) (daughter) states that arriva did not replace the strips just the meter, she is using the same strips that the previous they were using. She only tests once a day. Customer is not on any medication for her diabetes. She controls her glucose with diet.